Event description:
On (B)(6) 2009, the patient reported, she changed her insulin infusion set yesterday and today she noticed air bubbles in the cartridge of her infusion device. She stated she has a few large and champagne-sized air bubbles. She said, she used room temperature insulin to fill her cartridge. The patient wanted to switch to a new cartridge and was assisted with doing so. The patient was educated on the proper procedure to change the cartridge. She stated, she is scheduled to meet with a trainer. Courtesy cartridges and adapters were sent to the patient. On follow up with the patient on (B)(6) 2009, she said, she has had no further issues with air bubbles. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.